Manufacturer narrative:
The issue continued, so the field service engineer checked the instrument again. He found a fluidics failure. He replaced probes, valves, the degasser, the degasser pump, and waste pump. Precision testing was performed and performance of the instrument was verified. The investigation determined that the service actions resolved the issue. Component code - device subassembly = degasser.

Event description:
The customer stated that between (B)(6) 2018 and (B)(6) 2018, they have had questionable results for five patient samples tested with crep2 creatinine plus ver.2 on a cobas e 411 immunoassay analyzer. The initial results will be high and when repeated, results are in the normal range. The customer provided data for one patient sample with an erroneous crep2 result. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted with a value of 1.8 mg/dl. The sample was repeated twice, resulting as 0.9 mg/dl and 0.9 mg/dl. The repeat value was believed to be correct. The patient was not adversely affected. The crep2 reagent lot number was 33771901, with an expiration date of 31-jan-2019. The customer re-calibrated and this was successful. Controls have been within range. The field service engineer determined there was a fluidics failure. He adjusted the dosage pipette screw, replaced a lamp, and replaced seals. He checked probe connections, cleaned, and lubricated the system. The customer ran controls and these were within range. Precision studies were performed.

Manufacturer narrative:
The customer has confirmed that the erroneous result was not reported outside of the laboratory.